Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we found another complaint on the lot number 9735587.

Event description:
According to the available information, the patient had an unexplained infection after surgery. The hospital is investigating every material used to see if there were previous incidents reported on infections.